Event description:
Same case as 6000089-2006-01216. It was reported that during a coronary drug eluting stenting treatment procedure, damage to the stent occurred. The lesion was located in the right coronary artery (rca). The physician attempted to place a taxus express2 3.0x12mm drug eluting stent, but was unable to cross the lesion. The guide and guide wires were removed, a whisper wire was inserted and the stent was again inserted twice, but would not cross. Upon removal it was noted that the stent was flared. The procedure was completed with another taxus stent. No patient injuries or complications occurred. Patient status is satisfactory.

Manufacturer narrative:
The device has not been returned for analysis as of the date of this report.